Manufacturer narrative:
Device evaluated by MFR.: visual and microscopic inspection revealed that the wire was bent and detached at the distal tip. Based on the evidence, the tip detachment may have contributed to device malfunction during the procedure.

Event description:
Reportable based on device analysis completed on 19sep2024. An 82cm straight tip v-14 control wire was received for analysis with no reported issue. Analysis of the returned device revealed the wire was bent and the distal tip had detached.